Manufacturer narrative:
Additional information received from the customer that the fault occurred during preventative maintenance. It was reported that the alarms were working normally. There was no patient involvement no product will be returned for investigation.

Event description:
Information was received that a smiths medical level 1 hotline low flow system has a suspect bad lcd. No adverse effects reported.